Event description:
It was reported that the tip where it attaches to the handle of the jaws was loose. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.